Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Lip stuck [lip injury]. Brush falls apart [device breakage]. Gap between parts- oral-b brush head [device physical property issue]. Gap between parts, makes lip get stuck - oral-b brush head [injury associated with device]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that there was a gap between the parts of an oral-b brushhead, version unknown which made his/her lip get stuck, and the brush fell apart. The case outcome was unknown. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported the problem occurred with all the brushes out of the pack, and he/she still had 3. No further information was provided.

Manufacturer narrative:
On 05-feb-2018 product investigation results: reporter returned toothbrush head on 31-jan-2018. Toothbrush head confirmed to be counterfeit.

Event description:
Lip stuck [lip injury]. Brush falls apart [device breakage]. Gap between parts- oral-b brush head [device physical property issue]. Gap between parts, makes lip get stuck - oral-b brush head [injury associated with device]. Product counterfeit [product counterfeit]. Case description: report source: spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that there was a gap between the parts of an oral-b brushhead, version unknown which made his/her lip get stuck, and the brush fell apart. The case outcome was unknown. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported the problem occurred with all the brushes out of the pack, and he/she still had 3. No further information was provided.